Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this recently implanted implantable cardioverter defibrillator (ICD) and chronic implantable defibrillation lead exhibited high pacing impedance measurements. A high out of range pacing impedance measurement was later detected. A connection issue was suspected due to the recent change-out. At this time, the patient will continue to be monitored for any further out of range measurements. No adverse patient effects were reported.